Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. During re-positioning of the lead there was loss of capture with an output rate of 3.5 volts. The lead was re-positioned several times with similar results. It was decided to monitor the patient and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.